Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain at ipg site. It was also noted that the ipg site were slightly swollen, bruised, very tender to palpate and starting to reopen again. The patient underwent a revision procedure blood collecting in the pocket was removed and revised the pocket shape. No device malfunction was suspected. The patient was doing well postoperatively.